Event description:
The customer reported that the system would not start up (no boot). This resulted in a total loss of imaging functionality. There is no report of injury of death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The bios were reset during the service call. The system was tested and found to be working as intended and put back into service.